Manufacturer narrative:
No additional information was provided from the field regarding this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information a patient experienced bradycardia due to pacing inhibition involving their pacemaker and right atrial (ra) lead. It is unknown if this patient experienced asystole of greater than two seconds. Thresholds were also noted to have increased. The output was adjusted and the inhibition stopped. This all occurred one day post ablation surgery. The patient will continue to be monitored and the ra and pacemaker continue to remain implanted and in service. No adverse patient effects were reported.